Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was rec'd in poor condition with dark areas on the upper lid, the front overlay was scratched. The unit delivered low peak cut output energy. The amplitude would start high but go low. The regular cut and coag. Energy delivered correctly into fixed resistors. The ultravolt positive output connector was disconnected. The low voltage power supply had sheared from the mount and impacted the q10 fet drive. A noise from the peak cut circuit which can lead to f6 faults. Internal damage cause by an impact force that broke the nylon stand offs supporting the low voltage power supply and nylon screws. The unit was repaired and applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.

Event description:
It was reported there were f6 (rf module communication with the controller processor has failed) fault codes during a case, no pt impact.